Event description:
Mean airway increased & amplitude decreased. Machine would not stop running even when disconnected from the patient.======================health professional's impression======================there was not an adverse event. The patient was removed from the ventilator and bagged until the ventilator could be replaced. No adverse reaction due to the malfunction.